Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event was assessed and is being reported as a part of a retrospective review of events, which was in response to MDR criteria revisions and on-going process improvements. Product event summary: analysis confirmed the reported event. Visual inspection revealed corrosion in the battery department. (B)(4).

Event description:
It was reported that the battery leaked in the monitor. The case and contacts were cleaned with a baking soda solution but still did not work with new batteries. A new monitor was ordered. No patient complications have been reported as a result of this event.